Event description:
An arjo technician was asked to repair an alleged "snapped" lift band. The technician discovered that the hoist was jammed at the top of its stroke and both lift straps had sheared. The patient had fallen back into a wheel chair and did not suffer injury.